Manufacturer narrative:
The customer reported 2 units with red tinged plasma, but returned 4 units. 3 of the returned units tested had plasma hemoglobin levels within acceptable limits (<120mg/dl): 11.43mg/dl,9.67mg/dl, and 22.74mg/dl. Plasma hemoglobin levels were not obtained for the fourth unit. Per the customer the units experienced slow filtration times. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: three disposable sets were received for evaluation. Samples were taken from the returned bags for hemolysis testing. The concentration of the free hemoglobin of the plasma in 2 of the 3 sets showed less than 20mg/dl and red blood cell sedimentation was observed in the bags. Therefore it is inferred that these incidents were red blood cell contamination. Hemolysis was found in the remaining set. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records were reviewed. The lot conformed to all specifications. Root cause: a definitive root cause for this failure could not be determined. The following are possible root causes of hemolysis: characteristics of blood, e.g. Red blood cell fragility. Bacterial contamination. Excessive cooling. Filter clogging. Filtration time is extended because the filter is likely to clog, and when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis. Regarding the 2 sets with hemoglobin concentration that is less than 20mg/dl and red blood cell contamination. The following are general root causes of red blood cell contamination. Characteristics of blood there is a possibility that red blood cells do not fully settle out and gets mixed in with plasma if the donor's blood is characteristic of heavy milky plasma. Termination condition of plasma separation. Red blood cells can get mixed with plasma during plasma separation and is more obvious when the separation speed is greater. Red blood cells that remain in the upper part of the bag after centrifugation. If whole blood is pooled inside the outlet port and centrifuged, the whole blood stays as it is during centrifugation. Red blood cells may get caught in the flow and become mixed with the plasma.

Event description:
The customer reported units of red tinged plasma suspected of being hemolyzed. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.